Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller inquired about MRI scanning eligibility after stating they looked at imaging and showed what looked to be 4 leads implanted. Agent reviewed registration. Caller initially said patient has had multiple "revisions"/surgeries. When asked if caller knew whether or not they were actually revisions, they pulled up a clinic note that said patient has had many different implants. Caller commented that the patient hadn't used the device in over a year, so caller didn't think it was working. When asked if that was caller's opinion or something the patient stated, caller looked through clinic notes to see if they could find supporting information. Caller kept cutting out several times on the call. They didn't indicate there was any supporting documentation about the device not working. Agent reviewed MRI scanning guidelines. Caller also stated they would do more research to see if patient had any other implants from other manufacturers. No symptoms were reported.